Event description:
It was reported that pump experienced malfunction alarm while pump was being updated. There was no adverse impact to the customer's blood glucose level. Technical support identified momentary power loss to vibrator motor, guided caller through pump reset, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if any malfunction returned, which caller acknowledged and understood.